Manufacturer narrative:
The lot/item number has not been provided and therefore we are unable to perform a lot review to determine if there were any non-conformance reports issued for the particular lot. No photographs or samples were available for review. Without the finished good lot number, retained samples could not be reviewed. If samples, photos or additional information becomes available at a later date, the samples or information will be reviewed and added to the file. A revised report will be submitted at that time. Without receiving the pertinent information regarding the lot of the devices used, size/type of suture material, receiving actual products to test/review, receiving photos of the dehisced incision, details regarding post-operative events that may have occurred which may have attributed to injury or the dehiscence of the incision, culture results identifying exact type of infection, details of the procedure performed, placement of the device, method utilized to anchor the device in the tissue, quality of the patient's tissue utilized for anchoring the device, the patient¿s health status or the surgeon's experience and technique, a definitive root cause for the reported event cannot be confirmed with certainty. As stated in the IFU for the devices, ¿adverse events including wound dehiscence and reactions are common risks/complications of any surgical procedure. There are many causes that can result in the wound opening, sutures failing or reaction, infection, abscess/leakage during or post-operative a procedure: the patient¿s health status, poor skin quality, thin skin; the risk is higher with a patient with a weak immune system, malnutrition or chronic medical condition. The surgical procedure ¿ the risk increases with poor surgical techniques such as improper suturing, over-tightened sutures or inappropriate type of suture used for a particular procedure. Other factors - the risk is greater with smoking, obesity, premature post-surgery exercise and heavy lifting.

Event description:
Our distributor reported that a patient returned to the surgeon post-operative neurosurgery with wound dehiscence as well as an infection. It is not known how long after the original surgery the patient returned to the surgeon. There are no details regarding type of surgery performed, post-operative events that may have occurred, culture results confirming type of infection, type of intervention provided or current patient status.